Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on ()b)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, inflammation, blisters, and pustules extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. The patient consulted his general practitioner, and the doctor performed an incision and drainage of the skin reaction. In addition, they prescribed antibiotics for the skin reaction. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 07/25/2023. Dexcom was made aware on 06/26/2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2023. It was reported that the patient experienced a skin reaction with itching, burning, inflammation, blisters, and pustules extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. On (B)(6)2023, the patient consulted his general practitioner, and the doctor performed an incision and drainage of the skin reaction. In addition, they prescribed antibiotics for the skin reaction. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)